Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio replaced the lcd display as a precaution and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.